Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt experienced a blistered burn due to direct contact with the sys controller. Pt was in the ICU two days post-op during routine care and the blister was discovered next to side where the sys controller was located. Sys controller was felt to be very hot. The hosp did not know if a sheet had been over the sys controller at the time of the burn. The pt was treated appropriately and is doing well. The sys controller was not changed and is reportedly functioning fine.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The report of the system controller being hot and causing a blister was not confirmed as the system controller remained in use and was not returned for analysis. Information provided to the manufacturer indicated that the blister was treated and the system controller was not exchanged as it was functioning properly. Similar instances of uncomfortable surface temperature have been reported and a corrective and preventive action has been initiated to address the issue. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.